Manufacturer narrative:
Investigation summary: ppae (heart block): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
78 year old female with history of coronary artery disease and ischemic cardiomyopathy underwent coronary artery bypass grafting and implantation of impella 5.5 to wean of bypass on (B)(6). Post procedure it was noted that the patient was in complete heart block. On (B)(6) the impella 5.5 was weaned and explanted without incidence.